Event description:
It was reported that there was difficulty filling the reservoir although it was possible to aspirate the reservoir. The tubing was patent. This was home health care, so no x-ray was available. Hcp stated she felt septum and the needle hitting metal. Hcp called back to report successfully filling the pump reservoir, however, reported significant difficulty. Several aspirations of air were required before any fluid would fill the reservoir. Eventually all 40 ml were filled into the pump. Pt was clinically stable, no medical/therapy issues were reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).